Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had a failed drawer. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had a failed drawer. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter prefix, initial reporter first name, initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed and would not open, and all cubies had not been detected on the bus. The field service engineer (fse) arrived at the station and found that the half height cubie drawer had failed to open and required maintenance. The drawer was manually released, but it still did not recover. The station was shut down, and the drawer controller and retractor band were replaced. All cubies were released and inspected for debris none was found. The drawer was tested extensively in diagnostics, and the error could not be duplicated. The system functioned as intended after the field service engineer repaired the device.